Event description:
Pt went to physician's office last month with pain in left hip. Stem was broken on left hip prosthesis as seen on x-ray. Pt wanted autologous blood, so there was a waiting time of one month for that. Came in on 8/15/99 for revision, but was in metabolic acidosis, so surgery couldn't be done. Revision today 8/25/99 of left hip prosthesis. Original placement was 8/3/93. Pt's husband refuses to let rptr send prosthesis to MFR. He wants it for legal purposes.